Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system displayed a system message and the illumination did not work in multiple ports during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The customer reported that the system was not working and would display a system message (sm) - ¿illuminator ballast thermo-cut-off has been triggered. Illuminator functions will be disabled.¿ the customer did not request service. The system serial number is unknown. The system is designed to perform self-checks to ensure proper functionality. If the system detects an issue that may compromise the integrity of the system¿s output, then the system is designed to produce a system message to alert the user and to disable the affected function or system until the issue has been resolved. This is meant to preclude use of a compromised function or system for surgery. If subsystems are disabled or in the event of a total shut down during surgery, the licensed/trained operator should be competent in mitigating the risk of any direct patient harm and allowing a stable intraocular environment to be maintained. The root cause cannot be determined conclusively. (B)(4).